Manufacturer narrative:
The manufacturer previously reported information alleging a device's sound abatement foam became degraded and caused a patient to develop a yeast infection in their upper airway. The patient was hospitalized and prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information allegeda patient to develop a yeast infection in their upper airway. The patient was hospitalized and prescribed antibiotics in response to the yeast infection from his throat down to the top of stomach. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's service center for further evaluation. Mineral spots consistent with water ingress were found within blower box and motor casing. Water ingress has been previously addressed in inv1023. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box. Manufacturer can confirm the presence of contamination in the airpath. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused a patient to develop a yeast infection in their upper airway. The patient was hospitalized and prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).